Event description:
A report was received that during the permanent implant, the patient was under normal anesthesia and his airway shut down. The physician flipped the patient over and inserted a breathing tube. The patient was stabilized and the implant proceeded. The physician believes the episode was procedure related. The patient was reportedly doing well following the procedure.